Event description:
This is a report by a consumer with supplemental information from a nurse in the USA of patient made mistake, touch contamination and peritonitis coincident with dianeal pd2 ambuflex therapies. On an unreported date in (B)(6) 2010, the home patient(hp) began treatment with dianeal pd2 ambuflex therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of this report, dianeal therapies were ongoing. During a call with baxter customer service, the following was reported by the home patient (hp). On an unreported date, the patient experienced peritonitis with culture results unknown. On (B)(6) 2012, the patient was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the hp was recovered from the peritonitis. On the same date, baxter global pharmacovigilance followed up with the pd nurse (pdn) and received the following additional information. On an unreported date in (B)(6) 2012 the hp experienced the peritonitis. The pdn confirmed the dates of hospitalization, and that the hp has recovered from the peritonitis event. Treatment for the peritonitis was not reported. Concomitant medication was not reported. The pdn reported the cause of the peritonitis was the patient made a mistake described as touch contamination (date unspecified). The nurse believed that the patient was not following proper procedures (details not provided). Per the pdn, on an unspecified date, the hp was re-trained on proper aseptic procedures for pd therapy. The pdn stated, the hp's son also has now been trained (date unspecified) on pd therapy and will be assisting the patient. Per the pdn the cause of the peritonitis was due to touch contamination and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and serious injury. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). It was clarified by the nurse that on an unknown date in (B)(6) 2012, the patient (pt) originally experienced the peritonitis, but was not hospitalized. On an unreported date the pt began treatment for the peritonitis with ancef until early the following month (dose, route and frequency unknown). The pt was recovering from the peritonitis. The cause of the peritonitis was due to a break in aseptic technique by the son who was untrained in performing dianeal peritoneal dialysis (pd) therapy. On the first day of the following month, the pt experienced chest pain and a heart attack which resulted in hospitalization. On an unknown date in the next month, while hospitalized, the peritonitis reoccurred. The pt received unspecified antibiotic treatment for two months (dates unspecified, dose and frequency unknown). The pt was discharged from the hospital 40 days after being admitted. The pt was recovering from all the events. Forty nine days after discharge, the peritonitis reoccurred. The pt was treated with unspecified antibiotics until an unknown date in the following month after occurrence. The pt was recovering from the peritonitis. Approximately two months later, the pt experienced recurrent peritonitis and was hospitalized. It was reported the recurrent peritonitis was a result of the previous peritonitis. The nurse stated that the pt had finished unspecified antibiotic treatment from a previous event of peritonitis (unspecified date), but had not fully recovered. On an unreported date, the pt was treated with vancomycin, ip (dose, frequency, and lot not reported). Seven days after this hospitalization, the patient?s pd catheter was removed and the pt began temporary hemodialysis. One month later, the pt remained hospitalized and on was on pd therapy (start date unspecified).

Manufacturer narrative:
(B)(4). Upon further investigation, it was determined the information reported in manufacturer report 1416980-2013-06106 is a duplicate of this information. The patient (pt) drove to an emergency room (ER) due to cloudy effluent. The pt was discharged from the ER on the same date and went to the peritoneal dialysis (pd) center to follow up with the pd nurse (pdn). The pt was placed on cefazolin 1.5 grams for 14 days ip. Pd therapy was ongoing at this time. Upon being hospitalized for chest pain and heart attack, the pt was hospitalized for 10 days. During this time it was discovered by the pd nurses, that the patient's son was performing pd therapy for the pt incorrectly. It was reported, the pt trained his son incorrectly (not wearing a mask when performing pd therapy and breaking aseptic technique when connecting the pd disposables to the patient's transfer set). Treatment (start date not reported) vancomycin 2 grams every 5 days ip through (B)(6) 2013. (B)(6) days later, the pt was admitted to the hospital again and diagnosed with recurrent peritonitis. During the hospitalization, the pt eventually recovered from this last episode of peritonitis. A new pd catheter was surgically inserted early the following month. It was reported, the new pd catheter was not working properly as the patient's physician noted the placement is in the patient's bowels. All of the reported events of peritonitis have been a recurrent peritonitis since the first diagnosis 7 months prior. The cause of the recurrent peritonitis events was due to a break in aseptic technique from both pt and son. Both pt and son will be retrained again once pd therapy is resumed.